Manufacturer narrative:
One 23 gauge vitrectomy probe sample was returned for evaluation. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The distal tip was broken off. Because of the damage no functional testing could be performed. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when the inner cutter was removed from the needle. Wear marks are present at the bend area and cutting edge of the inner cutter. The complaint evaluation does confirm the probe distal tip is broken. The root cause for the complaint issue cannot be determined from this evaluation. The complaint evaluation does indicate the probe had been used for approximately 20 minutes in surgery prior to this complaint issue occurring. The mostly likely cause for tip breakage is from an inadequate positioning of the inner cutter in the port during the manufacturing process. The manufacturing assembly personnel have been made aware of the complaint issue and the importance of good positioning of the inner cutter position to prevent tip breakage. Probes are 100% tested and inspected for actuation, aspiration, and cut during the manufacturing process. Complaints will be continued to be reviewed and closely monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a broken end of the vitrectomy probe in the eye. The surgeon immediately removed it using internal limiting membrane (ilm) forceps. There was no adverse harm to the patient. Additional information and product sample have been requested.